Event description:
A distributor in france reported that a malfunction alarm occurred immediately when a pump started, preventing access to the device. No information was available regarding the impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.